Event description:
A healthcare facility (B) (6) reported via a distributor that the cushion detached from the frame of an rt042l hospital nasal mask during use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The rt042l nasal mask is currently en route to fisher & paykel healthcare for examination. We will provide a follow-up report upon receipt of the mask and completion of the investigation. A lot check has revealed no other complaints of this nature for this lot number. Our monitoring and trending of events involving detached seals in the rt042 nasal mask has a rate of occurrence worldwide (B) (4).